Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3550-39, lot # n276203, implanted: (B)(6) 2011, product type accessory; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that "a couple of the leads were shot" about two years prior to the report because the patient had gone to the ER room and didn't turn off the stimulation - "and they tried to shut it off with a heart one," the patient thought it messed up a couple of the leads. Four days later it was reported that contacts 5, 12 and 9 had out of range impedances, >10,000 ohms and the stimulation was programmed around those contacts "transverse talking." The patient was happy with the outcome. It was further clarified that when the patient went to ER, "they tried using a magnet over the stimulator to turn it off and since then the contacts were out." It was unknown if this would cause the impedance issue, however, the stimulation was successfully programmed around out of range contacts. No other testing was done for the patient, such as x-rays. The device remained in service and there were no further issues at this time. The impedance information was also reported in the manufacturer's report #3004209178-2014-05772 as it was unknown which event this pertained to.